Event description:
Pt had chest tubes to suction. Pt noted "bubbling" sound not present. Nurse found plastic adapter broken off of plastic cap. (See attached.) No known impact or incident with unit - assume it was a spontaneous break.